Event description:
Reported via literature article: it was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted. A 45-day follow-up transesophageal echocardiography (tee) failed to visualize the device in the left atrial appendage (laa). Computed tomography (CT) scan revealed device migration to the infrarenal abdominal aorta, located between the origins of the renal and inferior mesenteric arteries. Percutaneous approach was favored for left atrial appendage occlusion (laao) retrieval. A large-bore, 20 french, 35 cm non-boston scientific (bsc) sheath was advanced just inferior to the embolized device via the right common femoral artery (cfa). Modified surgical alligator clips were used for retrieval. The right cfa was surgically repaired, and the patient was stabilized post-operatively in the intensive care unit (ICU).

Manufacturer narrative:
B3: estimated as 04/01/2025 as the published date for the article is noted as 01 april 2025 d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: yeh, j., ukwu, h. C., francis, m., cardona, f., sanchez, r., srivastava, a., & jabbar, a. A. (2025). Aortic stowaway: a case report on the retrieval of a dislodged watchman device. Jacc, volume 85, issue 12, suppl a.

Manufacturer narrative:
H6: patient codes corrected from no clinical signs symptoms or conditions to perforation of vessels

Event description:
Reported via literature article: it was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted. A 45-day follow-up transesophageal echocardiography (tee) failed to visualize the device in the left atrial appendage (laa). Computed tomography (CT) scan revealed device migration to the infrarenal abdominal aorta, located between the origins of the renal and inferior mesenteric arteries. Percutaneous approach was favored for left atrial appendage occlusion (laao) retrieval. A large-bore, 20 french, 35 cm non-boston scientific (bsc) sheath was advanced just inferior to the embolized device via the right common femoral artery (cfa). Modified surgical alligator clips were used for retrieval. The right cfa was surgically repaired, and the patient was stabilized post-operatively in the intensive care unit (ICU).